Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that they will go see their healthcare provider (hcp) to try get adjustment. The issue has not been resolved yet. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID:889-28, serial#(B)(4), product type: lead. Other relevant device(s) are: product ID:3889-28, serial/lot #:(B)(4). Date is approximate . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient needed to change the program. Patent said it doesn't show the program at the bottom. They said, it use to show programs. They needs to change the level because it is not working very well. Patient has had return of symptoms. Patient said they had bumped it up to 4.0 but they were still peeing all over the place. Patient doesn't feel like the lead is where it should be noticed it just this week. Agent did not ask about the circumstances that led to the reported issue. Agent asked if patient had any falls or accidents around the time that she had return of symptoms. They said, no but they had a falls a couple weeks ago. Agent asked if patient ever got handset replaced. They said, they might have. Checked patient's current setting and they were on 3.8. It did not list any program at the bottom. Patient increased the stimulation to 4.5. Agent told the caller to monitor symptoms for a couple days and see if the symptoms improve. Patient said they are supposed to be seeing a new doctor at the same clinic in a week. Agent told patient they would have to have the doctor add the programs.